Event description:
Approx one month after cataract surgery with implantation of the crystalens intraocular lens (iol) the pt presented with a decrease in visual acuity. Upon slit-lamp examination, the surgeon observed that the iol had assumed a "z" configuration secondary to capsule contraction. The surgeon performed a yag capsulotomy and is considering exchanging the iol.